Event description:
Pt came into the emergency room complaining of syncope for the previous two days. When observed on telemetry, loss of capture was seen. It is suspected that the syncope was present for the days previous to the emergency visit. When a donut magnet was place over the device, capture resumed and remained after the magnet was removed. Also, the device was programmed to an auto magnet mode but exhibiting the behavior of async magnet mode. During follow up, the pacing threshold was found to be .7 v with outputs programmed with an adequate safety margin. Because the pt's pacemaker dependent, explant and returned product was requested. On (B)(6)2010 - this device was returned.